Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status bos. The memory content of the device was inspected, revealing no anomalies. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Further, the impedance measurement functions of the device were tested and proved to be fully functional. In conclusion, there was no indication of an ICD malfunction. The integrity of the lead under complaint cannot be assured.

Event description:
It was reported that shock impedance was out of range (>150 ohms). Physician decided to implant an additional lead due to fracture suspicion. This lead could not be explanted so it was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that shock impedance was out of range (>150 ohms). Physician decided to implant an additional lead due to fracture suspicion. This lead could not be explanted so it was capped. Should additional information be received, this file will be updated.